Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2014 with the following findings: the pump was returned with no visible damage to the audio bolus button cover. During testing, the audio bolus button was hard to push. The bolus button cover was removed and the slug was found to be dislodged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.